Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device log. However, the device was put through extensive testing including full functional testing with shock testing without duplicating the report. During an internal inspection of the device, fretting could be seen on the defib receptacle pins. The defib receptacle and the customer's multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.